Event description:
It was reported the patient was hospitalized and was "severely catatonic," which was "related to a lack of therapy." It was also reported there were high impedance readings of >40,000 ohms on electrode # 2. Therapy impedances were within normal range. It was noted the patient had a battery replacement procedure on (B)(6) 2012, and no complications or irregularities were seen. The patient did not report any falls or trauma in the interim. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: 2008-(B)(6), product type extension product ID 3387s-40, lot# v101646, implanted: 2008-(B)(6), (B)(4).

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted, product type: extension, product ID (B)(4), lot#, serial# (B)(4), implanted, explanted, product type: implantable neurostimulator, product ID (B)(4), lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient product ID (B)(4), lot# v101646, serial#, implanted: 2008 (B)(6), explanted: product type: lead. (B)(4).

Event description:
Additional information received reported that a lead failure in the newly implanted device occurred in (B)(6). It was stated that the patient was reprogrammed. No further information was reported.